Event description:
There was a pt involved in this event. At event in doctors surgery memory full prompt was given then device shut down.

Manufacturer narrative:
The history log for this device showed the pad-pak was first installed on (B)(6) 2009 and performed successful self-tests up to (B)(6) 2013. The device failed a self-test on (B)(6) 2013 due to a low battery. The pad-pak was replaced. There were seven manual power ups of ten minute duration and one of an undefined duration, recorded in the history log on the (B)(6) 2014. This would suggest the pad-pak was removed to power off the device, the device was therefore unable to shutdown correctly and thus record the duration. The device memory became full at this time. On two further occasions, on (B)(6) 2014, the device recorded a power up, but failed to record the duration, suggesting the pad-pak was removed from the device and reinstalled. The ten minute power ups continued until (B)(6) 2014. Investigation indicates membrane failure resulting in multiple ten minute manual power ups and a memory full warning. The investigation cannot conclude when the sca occurred as no pt impedance was detected during any of the manual power ups recorded in the history log. No details are currently available from the customer regarding any of the events surrounding the reported sca. As no pt impedance was detected throughout the history log this would suggest that either the electrode pads were not properly attached, had not been removed from the liner or the pad-pak had not been correctly seated within the device housing. The pad-pak/electrodes were not returned for investigation.